Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported loosening, and prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
As reported via legal documentation the patient had a left knee replacement on 20 jan 2015. Approximately 8 years and 2 months after the initial procedure the patient had a left knee revision on 10 mar 2023. The patient has experienced bone loss, osteolysis, synovitis, significant effusion, mechanical loosening of internal left knee prosthetic joint, joint pain and swelling. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.